Event description:
A competitor reported that there was non-sustained oversensing. Lead fracture was noted at the tissue/muscle juncture, with access being pre-pectoral and the pocket sub-pectoral. It was also noted that the patient led a very active lifestyle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).